Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds of 5 volts at 1 millisecond. Subsequently, the lead was programmed to unipolar and changed thresholds to 3.5v at 1ms. The device log book recorded two non-sustained ventricular tachycardia pacing and may have double counting; it was suspected that something may have happened to the lead at that time. Additional information obtained from the field representative revealed there was possible dislodgment versus micro dislodgment. Chest x-ray was performed which indicated the lead tip had been pointing up originally at implant, but now it appeared it was pointing down. At this time, the lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.